Manufacturer narrative:
Note: product reference 4433750 is not cleared for sales in the USA, but it is similar to the product reference 5433750 cleared under #510k130576. Without the complaint sample, the x-ray picture nor the batch number for investigation, no thorough investigation is possible and we cannot conclude on the real cause of the incident. If new element become available in the future, we will reopen this case. This is a rare incident (0.01%), no corrective action is envisaged.

Event description:
Device not used during the chemotherapy because the catheter was separated from the port. Consequences: catheter migration into patient's ventricle. Action taken: emergency intervention in interventional radiology.